Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, cylinder leak.

Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan cylinder was received for evaluation. Examination and testing of the returned component revealed a smooth separation in the bladder of the cylinder 2 near the cylinder tip indicating contact with sharp instrumentation. Testing revealed this to be a site of leakage. No visual or functional abnormalities were noted with the pump or cylinder 1. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint history database revealed no trends in any cylinder leak complaints associated with lot number 5169567. Review of nonconforming reports revealed no nonconformance with lot 5169567 that would have contributed to the reported event. No capas for cylinder leakage issues of this type are associated with lot 5169567 or any titan otr item numbers. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. Based on quality's examination, quality concluded that the observed separations in the cylinder bladder would have allowed the reported "leakage" however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, quality cannot determine the sequence of events leading to the observed separations. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.